Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier sids: (B)(6).

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results on a 14-yr old female patient who experienced chest pain during a workout. The following results were provided: (B)(6) 2025, sid (B)(6), troponin-t (roche) negative, troponin I abbott 131.7pg/ml, repeated on siemens confirmed alinity. Blood sample taken on (B)(6) 2025, sid (B)(6), troponin-t (roche) negative, troponin I abbott 98pg/ml, repeated on siemens confirmed alinity. Blood sample taken on (B)(6) 2025, sid (B)(6),troponin-t (roche) not negative, troponin I abbott 1017.1pg/ml, repeated on siemens confirmed. Alinity. Blood sample taken on (B)(6) 2025, sid (B)(6), troponin-t (roche) not negative, troponin I abbott 1563pg/ml, repeated on siemens confirmed alinity. Also reports normal ckmb and myoglobin. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review and testing of a returned sample. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. A review of the device history record did not identify any nonconformances or deviations with the complaint lot. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide and is within the established limits. Labeling was reviewed and adequately addresses the issue under review. Return sample analysis: testing of customer sample (neat and 1:10 dilution) was conducted with a retained kit of lot 74119ud00. The result of the neat sample was 843.2 ng/l and the diluted sample 1049.5 ng/l resulting in a percentage difference of 24.47 % between the neat and diluted samples which is not within the percent difference standard deviation of 6.60 %. Heterophilic antibody interference could not be tested due to insufficient sample volume. Based on the investigation, no systemic issue or product deficiency of the alinity I stat high sensitive troponin-I reagent lot 74119ud00 was identified. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21, with 510k/PMA/bla number k202525.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results on a 14-yr old female patient who experienced chest pain during a workout. The following results were provided: (B)(6) 2025, sid (B)(6), troponin-t (roche) negative, troponin I abbott 131.7pg/ml, repeated on siemens confirmed alinity. Blood sample taken on (B)(6) 2025, sid (B)(6), troponin-t (roche) negative, troponin I abbott 98pg/ml, repeated on siemens confirmed alinity. Blood sample taken on (B)(6) 2025, sid (B)(6), troponin-t (roche) not negative, troponin I abbott 1017.1pg/ml, repeated on siemens confirmed. Alinity blood sample taken on (B)(6) 2025, sid (B)(6), troponin-t (roche) not negative, troponin I abbott 1563pg/ml, repeated on siemens confirmed alinity. Also reports normal ckmb and myoglobin. No impact to patient management was reported.